Manufacturer narrative:
Image review: one 3mensio video clip scrolling through computed tomography (CT) imaging of the annulus was provided. The native annulus appears bicuspid, with only two cusps visualized. Protruding calcification and possible plaque, thrombus, or thickened leaflets are noted within the annulus. Updated data: h6 corrected data: added annex a device code a010103 which was omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 34 millimeter (mm) transcatheter aortic valve implant procedure, the valve was partially deployed. However, during partial deployment, "the valve morphology was severely restricted by calcification." In response, the valve was recaptured and withdrawn from the patient's body. A new 29 mm transcatheter aortic valve was then prepared and successfully implanted with the use of a new delivery catheter system (dcs). No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34us (lot: 0012480385); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.